Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition of a hole in the hose was confirmed. An assessment was performed on the device which found that the device had a hole in the hose near the muffler and the device also failed the safety verification and was running at 60,373 rotations per minute (rpm) which is below the operational specification (75,000 rpms). During repair it was observed that the pawls and lock cylinder were damaged causing the device to run in the safety position (powerbroken). It was determined that the vanes were worn out causing the low rpms. The issue with the hole in the hose near the muffler (zone 1) was determined to be due to an assembly tooling issue. This issue has been captured in a CAPA. The issue with the pawls was determined to be due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of this condition was determined to be due to user error. It was further determined that the assignable root cause of the condition with the worn vanes was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering evaluation it was observed that the pawls and lock cylinder were damaged causing the device to run in the safety position. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.